Event description:
It was reported by the customer that during a bowel resection procedure, the device did not fire staples. The surgeon sutured to complete the case. No buttressing material was used and issue occurred on first firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.